Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6)2023, the patient stated they were asleep when the cgm was alerting for a sensor error. It was reported that a family member brought the patient to the hospital after hearing the alert; however, there was no information about why the patient was brought to the hospital. The patient could only remember waking up in the hospital. They could not recall any medications or treatments provided during the event and was discharged the same day after being in the hospital for a few hours. No blood glucose value information was provided. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.